Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter a hypoglycemic event. The sensor was inserted into the arm, which is off-label usage, on (B)(6) 2019. The patient stated they had been experiencing inaccuracies and on (B)(6) 2019, they passed out and their husband called for an ambulance and provided the patient with sugar on her tongue. When the paramedics arrived, they checked the patient¿s blood sugar and the bg meter was reading 20 mg/dl, it is unknown what the cgm was displaying at the time. The patient was transported to the hospital and was treated with glucose via intravenous (IV) therapy and was discharged the following day. At the time of contact, the patient as doing fine. Data was provided for evaluation and the allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.